Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (air ingress) through the tear on the outer valve.

Event description:
It was reported that air ingress occurred. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. A farawave pfa catheter was removed for flower configuration pedal forming, and upon reinserting the catheter into the sheath for the second time, the hemostasis valve of the sheath allowed air to enter the sheath during aspiration. The sheath was replaced with another faradrive sheath, and the procedure was completed successfully. No patient complications were reported. The sheath has been received at boston scientific's post market laboratory. No abnormalities during preparation. Bubble observed in the syringe. No air observed in patient.

Event description:
It was reported that air ingress occurred. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. A farawave pfa catheter was removed for flower configuration pedal forming, and upon reinserting the catheter into the sheath for the second time, the hemostasis valve of the sheath allowed air to enter the sheath during aspiration. The sheath was replaced with another faradrive sheath, and the procedure was completed successfully. No patient complications were reported. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.